Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient would feel the stimulation change after the battery would go lower than 50%. The rep adjusted the programming settings, checked the battery, and stated the impedances were all normal. No further complications were reported. Follow-up was conducted. Additional information was received from a representative (rep) regarding the patient. It was reported that the issue started to occur following a recent replacement. The rep stated there was a reduction of stimulation when the battery would reach 50% or less. They reported that they made adjustments to the programming and would follow-up. No further complications were reported.